Manufacturer narrative:
Findings: no crack noted on the display window or on pump case. No damage noted on the lcd glass. Unit had a minor and deep scratched on the display window. No unexpected no delivery alarm noted. Unit passed the excessive no delivery test, prime/a33 test and displacement test. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 524 mg/dl. The customer stated that their is cracks on right top corner of the screen. The customer stated that the clip broke and device fell and hit something. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer does not want to troubleshoot for no delivery alarms as he took the battery out. The customer stated the drive support cap was not damaged.